Manufacturer narrative:
The insulin pump was unable to prime and alarmed during the prime test due to a faulty force sensor resistor. The insulin pump had a missing end cap sticker, a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer states he is having a problem with his insulin pump. Customer stated that he was trying to perform a manual prime and the insulin pump was alarming, not priming properly and the insulin was squirting out of the infusion set. Customer stated that the drive support cap appears normal. No blood glucose value was provided. Advised customer to discontinue use of the insulin pump and it will be replaced. Nothing further was reported.